Manufacturer narrative:
Device evaluated by manufacturer - visual and tactile analysis noted one break on the catheter mid-shaft approximately 56.5 cm from the strain relief. The outside diameter of the mid-shaft was inspected using a laser micrometer and was found to be in specification. Inside diameter of the mid-shaft was inspected using a gauge pin and the result was that the mid-shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that during an emergency cardiac procedure due to a st segment elevation myocardial infarction (stemi) a break occurred. After advancing the fetch2 catheter into the patient it was noted that the catheter separated into two segments. The broken catheter was removed and the procedure was completed with another fetch2 catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an emergency cardiac procedure due to a st segment elevation myocardial infarction (stemi) a break occurred. After advancing the fetch2 catheter into the patient it was noted that the catheter separated into two segments. The broken catheter was removed and the procedure was completed with another fetch2 catheter. No patient complications were reported and the patient's status is fine.